Event description:
New information noted that the device had reached end of life. It is unknown if premature battery depletion was suspected.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient¿s presenting heart rate was in the 40¿s. The implantable cardioverter defibrillator was unable to be interrogated. The patient was admitted to the hospital. The device was explanted and replaced. The patient was stable.